Manufacturer narrative:
Qn#(B)(4). The reported complaint of "possible helium leak" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR) , the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", installation is normal, january 10 intermittent error: possible helium leak, on january 12, unable to work normally, and then test piping, external cylinders are no problem, replace another pump, work normally, thus determining the original pump has problem.". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported ", installation is normal, (B)(6) intermittent error: possible helium leak, on (B)(6) , unable to work normally, and then test piping, external cylinders are no problem, replace another pump, work normally, thus determining the original pump has problem.". No patient injury or consequence reported. The patient's current condition is reported as "fine".